Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It is reported that the end user had contacted rusch austria of a report to the competent authority ages. The description of the event was "guidewire defective." Additional information received on (B)(6) 2011 states the catheter was placed over the spring wire guide (swg). When the swg was to be removed, it was not possible. The swg unraveled. The catheter and swg were removed in one piece. There were no more details to be made known of this event. It was indicated that there were no further pt injuries.